Event description:
While running a hepatitis core assay the device pipetted row e in row f, row f into row g and row g into row h. Row h was not pipetted at all. No error messages were generated. Co's field service engineer was dispatched. No death or serious injury was associated with this event.